Event description:
It was reported the patient ((B)(6)) could no longer feel stimulation using the drg system. Diagnostic testing revealed high impedance values. X-rays revealed the lead was broken. As such, the patient underwent surgical intervention wherein the system was removed.